Event description:
It was reported that the needle 30x1/2 rb experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: material no. 305106; batch no. 8324761. Had a clogged needle today bd precisionglide needle 30g x ½ the needle was clogged when I went to prime the needle for an injection.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided by the customer for investigation. The returned sample was visually examined for clogs and it was observed that the sample was clogged as light was not able to pass through the sample. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needle was clogged. However, as these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30 x 1/2 rb experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: material no. 305106, batch no. 8324761. Had a clogged needle today. Bd precisionglide needle. 30g x ½. The needle was clogged when I went to prime the needle for an injection.